Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during hemostasis in the patient's esophagus performed on (B)(6) 2014. According to the complainant, tears were noted in the sheath, and the needle from the injection gold probe device protruded through the distal part of the sheath. This was noted after the procedure, outside the patient. The procedure was completed with this device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
Reported event of the needle coming out through the plastic catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual evaluation found the distal section of the device was bent and had been punctured by the needle. The catheter was kinked near the handle. The ceramic tip was correctly located, but could be easily removed. Moreover, during actuation, the needle protruded from the catheter rather than passing through the ceramic tip. The device was cut transversally, and glue residue was found inside the catheter. When a simulated tortuous path was used, the reported failure could be reproduced using a sample device. The condition of the returned device was consistent with the reported event that the needle protruded from the catheter. However, there are robust controls during the manufacturing process to detect if the needle is not extending properly through the tip. Therefore, the available information fails to indicate a definite or probable root cause for this event. A review of the device history record (DHR) was performed; no deviation was found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during hemostasis in the patient's esophagus performed on (B)(6) 2014. According to the complainant, tears were noted in the sheath, and the needle from the injection gold probe device protruded through the distal part of the sheath. This was noted after the procedure, outside the patient. The procedure was completed with this device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.